Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, around 5 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection and peri-implantitis were reported during the implant removal surgery. The patient has since recovered.